Event description:
It was reported that rotalink burr got stuck with the rotawire. A 1.25 mm rotablator rotalink plus burr and rotawire were selected for use. During the procedure, the burr was jammed and could not be advanced. When attempting to remove the rotawire, it became stuck with the burr. The procedure was completed using an alternate device. There were no complications, and patient fully recovered.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided.